Event description:
It was reported that during a procedure of the moderately tortuous, mildly calcified, proximal eccentric de novo, circumflex artery, the promus stent delivery system (sds) was positioned but the balloon could not inflate to deploy the stent implant. A 3.5 x 15 mm xience stent was used in the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Age at time of event: age is estimated; reported as 18+ years. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The inflation failure was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.